Event description:
It was reported that t:slim x2 pump battery would not charge even when customer used charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. It was determined using different charging supplies resolved the issue. Pump began charging. No further assistance required.